Event description:
The device was not able to enter the fallopian tube. The vendor representative was present during the procedure and noticed the device was bent at a right angle instead of being straight. The device was removed from the sterile field and replaced. There was no harm noted to the patient.